Manufacturer narrative:
(B)(4).

Event description:
System was explanted at patient request. Patient was not dependent and elected to have system removed due to discomfort/painful pocket. No new system was implanted.

Manufacturer narrative:
The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.